Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They stated that they did attempt troubleshooting, but it was not successful. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. They also stated that the patient was able to receive their feedings via supplementation while they were waiting for a replacement pump. No additional information was provided. [Complaint- (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.